Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2683 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter PICC presented rupture/detachment between the silicon shaft and the catheter's body. It was required immediate removal of the rest left of the catheter.